Event description:
The caller reported the neck flange of an 8 percutaneous tracheostomy tube cracked on day three on a mechanically vented patient. It was reported that the tracheostomy tube was part of a cook kit. It was reported this tube broke all the way off and they had to re intubate the patient.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant info, a follow-up report will be submitted.